Event description:
It was reported an issue with premicron suture. The customer reported that in the four packages of the indicated suture thread, although the outer package shows ref (B)(4), the contents are premicron threads ref (B)(4). Therefore, the medical devices differ in the type of needle. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.